Event description:
Spoke to mom, she reported that about a week ago she had an issue with one of the cassettes, it was alarming on both pumps for high pressure, so she had to waste the medication and made a new mix with a fresh cassette that is successfully infusing without any problems. Mom did not hold on the cassette and did not take a note of lot/expiration information. No additional information or dates were reported. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the infusion life sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved. Reported by (B)(6) by: patient/caregiver.